Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported when using the system for the breast biopsy procedure, the control module makes a loud noise with the lcd screen turning white with horizontal stripes showing up on the screen. There was no pt consequence.